Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery (ins) was faulty and did not work. Pt stated that they had tried everything to get the ins to work, however the ins wouldn't recharge. Pt stated that the controller was fine. Patient services (ps) asked the pt if any error messages appeared when trying to recharge the ins; pt stated that the controller just said "cannot connect". Ps offered to perform troubleshooting; pt stated that they did not have their equipment and that they had tried for the past two weeks to recharge the ins without success. Pt stated that the battery (ins) only lasted about six months. Pt stated that they noticed that the battery would run down quickly and that they thought it was because they were in a lot of pain and had to keep the stimulation up high. Pt stated however that the battery (ins) was faulty from the beginning. Ps asked the pt to call back with their equipment for troubleshooting; pt stated that troubleshooting wasn't going to work and that they wanted a new battery (ins). The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.